Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed due to the f600 component being pulled off the ca board pca, causing fault. The root cause for the open f600 could not be positively identified. There was no adverse event that resulted from the damaged monitor.